Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Interrogation of the device confirmed that brady therapy remained available. Review of device memory indicated no error codes occurred. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device showed normal device operation for every test expect the diagnostic data indicated the ra pace and sense counts were higher than the cardiac cycle count, and the reported device power was higher that the calculated device power. However, the device met the engineering longevity prediction.

Event description:
It was reported that this pacemaker was interrogated, and it indicated that there were negative sixteen non-sustained ventricular tachycardia (nsvt) episodes. Disk analysis was performed, and there was a single bit corruption from the appropriate counter value. It was noted this error observed is purely diagnostic, and should not interfere with device operation. In addition, the value will be corrected if the counter is reset. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received this this device was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was interrogated, and it indicated that there were negative sixteen non-sustained ventricular tachycardia (nsvt) episodes. Disk analysis was performed, and there was a single bit corruption from the appropriate counter value. It was noted this error observed is purely diagnostic, and should not interfere with device operation. In addition, the value will be corrected if the counter is reset. This pacemaker remains in service. No adverse patient effects were reported.